Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stopped vibrating. The customer blood glucose level was unknown. Customer sated vibrate mode was active. Assisted customer in performing the self test and pump did not vibrate during the vibrate test portion of the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, the insulin pump was received with no vibrator response during the self test, fault isolated to the vibrator harness assembly.